Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. No unexpected prime/fill anomaly or constant serial beeps anomaly noted during testing. No display anomaly noted during testing. The device also passed the self test. The unit was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. She stated that the insulin pump went into a rewind loop and she was not able to clear the alarm. Customer was advised to hold down the act button until she received a second series of beeps or numbers on the display, and she stated that she never received any of these. The blood glucose reading was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.